Manufacturer narrative:
It was reported by medical personnel that a patient experienced a new battery that would only last 2 hours. Log file analysis revealed (B)(4) depleting to 25% after 2 hours of use. There was no reported consequences or impact to the patient, the battery was exchanged from stock. No additional information was provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Conclusion correction: one battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed (B)(4) depleting to 25% after 2 hours of use. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to cell pair 4's voltage falling below 2.8 volts. Internal testing revealed cell pair 4 was found with 0 volts. Failure analysis investigations done on the battery by an external lab (exponent) indicated that it is likely that the negative tab which is fed through the battery can in the plastic liner and crimped in place was partially melted during the resistive heating of the ptc/ cell 4b connection hence resulting in a high resistance path as seen below in the failure analysis report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Battery bat203825 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed bat203825 depleting to 25% after 2 hours of use. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a defective internal cell pair. Internal testing revealed cell pair 4 was found with 0 volts. An attempt was made to recharge the cell, however the cell failed to retain the charge. The confirmed malfunction is related to the reported event. There are no apparent contributing clinical factors to the reported event. The most likely root cause of the reported event can be attributed to a faulty internal cell pair. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient experienced a new battery that would only last 2 hours. Log file analysis revealed bat203825 depleting to 25% after 2 hours of use. Analysis shows the battery has a faulty internal cell pair. There was no reported consequences or impact to the patient, the battery was exchanged from stock. No additional information was provided.

Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed (B)(4) depleting to 25% after 2 hours of use. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to cell pair 4's voltage falling below 2.8 volts. Internal testing revealed cell pair 4 was found with 0 volts. An attempt was made to recharge the cell, however the cell failed to retain the charge. Failure analysis investigations done on the battery back by an external lab (exponent) indicated that it is likely that the negative tab which is fed through the battery can in the plastic liner and crimped in place was partially melted during the resistive heating of the ptc/ cell 4b connection hence resulting in a high resistance path as seen below in the failure analysis report. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event can be attributed to a soldering defect as a result of improper assembly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.